Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask and ¿neglected to manage the cleanliness¿. The peritonitis was manifested by turbid dialysate. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Physioneal therapy remained ongoing. Three days after hospitalization, the patient was discharged. At the time of this report, the effluent was clear, the patient remains on antibiotics and was recovering from the event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.